Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion was visible on the cable unit. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined, the most probable cause of the malfunction found during device evaluation (corrosion is visible on the cable unit) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a green image. The issue was found during set up before use. There were no reports of patient harm.